Event description:
It was reported that an arrow triple lumen central venous catheter was inserted in the pt for fluid therapy during the pt's treatment of leukemia. It is alleged that during administration of fluids, the pt sustained an air embolus and expired. Arrow was informed of this incident via a legal summons rec'd on 08/03/2000.